Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump could not deliver a bolus while the customer was walking or moving. Reportedly, the customer placed the pump on the counter until bolus delivery was completed. There was no adverse impact to customer¿s blood glucose level. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.